Event description:
It was reported that a remote transmission from the device is showing multiple episodes that the device is classifying as atrial fibrillation (af). Upon looking at the episodes, the patient appears to have an irregular rhythm but no evidence of af. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.